Event description:
It was reported that this implantable lead was explanted due to unknown product performance issue. Reasonable evidence suggests the device exhibited a malfunction. This lead was successfully replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Correction b5 field. Describe event or problem. Updated as it indicated that the product was surgically abandoned and this product was explanted. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Correction: b5 field. Describe event or problem. Updated as it indicated that the product was surgically abandoned and this product was explanted. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this implantable lead was explanted due to unknown product performance issue. Reasonable evidence suggests the device exhibited a malfunction. This lead was successfully replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Correction: b5 field. Describe event or problem. Updated as it indicated that the product was surgically abandoned and this product was explanted. Product is not returned as it remains implanted. Attempts to obtain additional information were unsuccessful. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable lead was explanted due to unknown product performance issue. Reasonable evidence suggests the device exhibited a malfunction. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Product is not returned as it remains implanted. Attempts to obtain additional information were unsuccessful. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this implantable lead was surgically abandoned due to unknown product performance issue. Reasonable evidence suggests the device exhibited a malfunction. Attempts to obtain additional information were unsuccessful. This lead was successfully replaced. No additional adverse patient effects were reported.